Event description:
Reportedly, the device was replaced the day after implant due to the absence of pacing despite good electrical parameters of the lead and work properly in the first day of implant. Replacement with an equivalent device has solved the problem. The physician returned this device for analysis.

Manufacturer narrative:
(B) (4). Analysis is pending.